Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, the vessel sealer extend (vse) instrument was not working properly. It would not cauterize and generated an error message that displayed ¿ensure proper amount of tissue in jaws.¿ no fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The current flow was not detected across one grip tip. Energy delivery was tested and it failed in various grip orientations. The instrument was re-evaluated by engineering team where the initial findings were confirmed. The continuity passed between the integrated cord plug and the proximal conductor wire crimps, indicating that the breakage was somewhere between the crimp and the jaw. No visible break in the wire was found visually when the instrument was disassembled. The jaw under question was scanned and the images were discussed with the design engineering team. It was determined that the wire had a bad weld at the electrode which could be causing the break in continuity, even though the wire did not look completely broken and separated at weld.